Manufacturer narrative:
(B)(4). Instradent USA, inc is submitting the report on behalf of (B)(4).

Event description:
The dentist reported that five months after the dental implants were installed in intraoral region #11, it was verified its' non-osseointegration. 20ncm of primary stability was achieved & immediate load was not performed. Patient had bone type I.